Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The event occurred at the (B)(6). The device remains implanted and the patient remains on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2015, the patient reported red heart, yellow wrench, low speed operation and driveline disconnected alarms occurred immediately after connecting to the power module. The patient remained asymptomatic. X-ray images were taken and the patient was kept on battery power. The healthcare professionals believed that the driveline got caught between a handle of the wheelchair the patient was using during rehabilitation. It was also reported that the patient has a history of dropping the shoulder accessory bag multiple times. On (B)(6) 2015 the manufacturer's technical service representative performed testing of the patient's percutaneous lead and found damage to the brown and black wires. A percutaneous lead replacement was performed. No further information was provided.

Manufacturer narrative:
Approximately 16 inches of the external portion/distal end of the driveline that was removed during the repair was returned for evaluation. The outer silicone jacket, clear bionate, and braided shield were cut approximately 14 inches from the metal connector and the remaining approximate 2 inches of wires were exposed. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Damage to the black and brown wire insulation as well as damage to the exposed inner metal conductors was noted in the area of exposed wires, approximately 15¿ from the metal connector. The observed wire compromise appeared to be the result of mechanical damage. The manufacturer¿s technical services representative had also reportedly observed this wire damage during the evaluation of the patient¿s driveline and submitted some photos; the damage did not occur during the driveline replacement. The insulation of the red wire was also noted to be disrupted in this location; however, high potential (hipot) testing revealed that the inner metal conductors were not exposed. Examination of the remainder of the driveline revealed no other areas of trauma to the outer silicone sleeve or the clear bionate. In addition, no areas of significant breakdown of the braided shield were noted. The underlying wires were examined under a microscope and no additional areas of compromised wire insulation were observed. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no additional areas of compromised wire insulation were identified. The black and brown wires represent the two redundant wires that comprise phase 2 of the three phase motor. If the exposed conductors of the black or brown wire contacted the braided shield while operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported low speed events and alarms. Although a specific cause for the observed mechanical damage to the black and brown wires could not be conclusively determined through this evaluation, it was reported that it was likely that the driveline got caught between a handle of the wheelchair the patient was using during his rehabilitation. A review of the device history records for the pump revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.